Event description:
Edwards received information that a 33mm mitral bioprosthetic valve implanted in the tricuspid position for approximately three (3) years, was exhibiting severe stenosis. A transcatheter valve implant procedure (valve in valve) was performed but the team was unable to fully deploy the 29mm transcatheter valve. Initial results showed reduction in gradient and trace to mild pvl via angiographic assessment but with all three leaflets of the sapien xt valve operating normally. On pod-6, a mitral valve repair was performed and the plan was to debride the presumed annular calcification contributing to the tricuspid pvl. The surgeon noted upon opening the patient's right atrium ¿they left the holder¿ (in from the pericardial valve implant three (3) years earlier). Both original pericardial valve, valve holder and transcatheter valve were explanted and replaced. Current patient condition was not reported.

Manufacturer narrative:
Method: device was not returned. The device and reported holder have not been returned for evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Additional efforts are being made for return of the device and medical records for examination. A follow up report will be submitted when new information has been received. The instructions for use (IFU) was reviewed. There are adequate instructions and recommendations for proper removal of the holder and tricentrix system after completion of the suturing procedure.